Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump language changed and the touchscreen was unresponsive. Tandem technical support assisted the customer with resetting pump to resolve the issues. Customer's blood glucose was 78 mg/dl. Customer reverted to using an alternate method of insulin therapy.